Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the hospital's robotics coordinator, who was unwilling to provide patient demographic information due to the hospital¿s privacy policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have damaged conductor wire insulation near the distal idler pulley. Material appeared to be lifted off the underlying wire, but no material appeared to be missing. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument (pn: 470172-16, batch-sequence: n10191004- 0191) associated with this event has been performed. Per a review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a maryland bipolar forceps instrument was identified to have a broken and exposed wire on the wrist. The procedure was completed with no reported patient harm, injury, or adverse outcome.